Manufacturer narrative:
The reported events that the lead could not be implanted and material in the helix. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood and tissue. The reported event of material in the helix was confirmed. Visual inspection found the steroid plug was shifted towards the end of the helix, as received. The cause of the reported event is consistent with procedural damage.

Event description:
During attempted implant, the helix of the right ventricular (rv) lead could not be implanted. Foreign material was observed on the helix. A different lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.